Event description:
New information received indicated that the lead was capped.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalize conductor was noted. Post device change follow up, high capture threshold was observed. Reprogramming was recommended. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.